Event description:
A report was received that the patient was losing feeling in his legs due to a hematoma. The physician explanted the device. The patient's symptoms have resolved and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan 2x8 lim 50cm paddle lead the explanted devices were not returned to bsn as they were discarded by the medical facility.